Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap were used during a cholangioscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure the sponge was dislodged in the working channel of the scope. The sponge was retrieved using a set of forceps. The procedure was completed with another rx locking device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.